Event description:
The patient stated that the plunger of the insulin cartridge became stuck on the piston rod of the infusion device during a cartridge change and insulin leaked into the cartridge compartment of the device. The patient was instructed how to remove the plunger from the piston rod and how to dry the insulin from the infusion device. A follow up call was made to the patient in 2007, and she stated that she saw no moisture in the cartridge compartment of the infusion device and it appeared to be functioning properly. Upon further follow up the next day, the patient stated that the cartridge compartment appeared to be "foggy" as if there were still insulin inside the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.